Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly to obtain patients information, treatment settings, and patients photographs. No information has been provided by the user facility. Furthermore user facility confirmed during the phone conversation that no one was injured. An examination of the subject device by lumenis technical engineer matter expert concluded the subject device power output operated out of the manufacturer specifications. Following energy calibrations, the technical expert stated that the subject device met all lumenis manufacture specifications and was returned back to service at the user facility. A review of lightsheer infinity product risk file shows this is an anticipated risk (# 1.1.3.1 in risk file (B)(4)) which has been quantified, characterized and documented as acceptable within a full risk assessment, therefore no corrective and/or preventive action is required. A review of device labeling states the following: warning - do not attempt to manually calibrate or otherwise adjust the output of the laser. Such action may cause exposure to hazardous optical radiation and electrical voltage, result in damage to the instrument, and void the warranty. Only trained and authorized lightsheer infinity technicians should perform maintenance and service. Based on the information provided, it is uncertain if the malfunction would likely lead to serious injury should it recur, and in an abundance of caution lumenis has chosen to report this event as a malfunction until determination can be made. Lumenis is continuing its investigation and will file a follow up MDR when additional information becomes available.

Event description:
A user facility reported that multiple patients complained about pain during treatment with a lumenis lightsheer infinity laser. No report of serious injury or medical intervention has been received except for the initial report from the user facility.